Event description:
Caller reported a cartridge alarm 20 that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the caller by attempting to load a new cartridge, but the alarm reoccurred, preventing resumption of insulin therapy. Consequently, a replacement pump was sent to the customer, who was advised on using an updated pump with g7 sensors and the necessary steps for storing and returning the defective pump. The customer acknowledged the instructions and agreed to use multiple daily injections as backup therapy until the replacement arrives.